Manufacturer narrative:
Updated fields: b4, d9, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11 a getinge field service engineer (fse) after on-site inspection revealed that the seal at the helium cylinder connection to the machine was aged and has been replaced. Regular replacement of this seal was recommended. The user replaced the spare sealing ring on the helium cylinder cap. The machine meets the factory's safety and functional requirements and has been delivered to clinical use.

Event description:
N/a.

Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) had very fast helium consumption. There was no patient harm.

Manufacturer narrative:
Due to character limitation, below fields are added from e1- event site address-(B)(6). Event site telephone- (B)(6). Event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.